Event description:
This unsolicited case from united states was received on 11-dec-2017 from an other non-health care professional. This case concerns unknown patient (demographics unspecified) who received treatment with synvisc one and later after unknown latency had terribly swollen knee and terribly painful knee. Also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date in (B)(6) 2017 (last week sometime), the patient initiated treatment with intra-articular synvisc one injection (dose, frequency, indication and expiration date: not reported; batch number: 7rsl021). On an unknown date in (B)(6) 2017, latency unknown, patient reported a "terribly swollen and painful knee" after receiving a synvisc-one injection. Action taken: unknown. Corrective treatment: not reported for all events. Outcome: unknown for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated 20-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced terribly swollen and painful knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from an other non-health care professional. This case concerns a 50 year old male patient who received treatment with synvisc one and later after unknown latency had unable to bear weight, terribly swollen knee/swelling and terribly painful knee/pain and knee aspirated. Also, device malfunction was identified for the reported lot number. Medical history included arthritis and tuberculosis. Concomitant medication included ibuprofen for arthritis. No past drug was provided. On an unknown date in dec-2017 (last week sometime), the patient initiated treatment with intra-articular synvisc one injection (dose, frequency, indication and expiration date: not reported; batch number: 7rsl021). On an unknown date in dec-2017, latency unknown, patient reported a "terribly swollen and painful knee" after receiving a synvisc-one injection. On 06-dec- 2017, the patient complained of swelling and pain. On 07-dec-2017, later after unknown latency, the patient was unable to bear weight due to of swelling and pain and knee was aspirated. On the same date, patient's synovial fluid culture was done and no growth was present and synovial fluid cell count was wbc-52463; rbc-8000; mononuclear-17 follow up visits on 12-dec-2017. On 18-dec-2017, visit for rechecking. Action taken: unknown corrective treatment: not reported for all events outcome: recovered/ resolved for all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number 51134 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction follow up information was received on 09-jan-2018. Global ptc number was added. Text was amended accordingly additional information was received on 28-feb-2018 from the other non-healthcare professional. Lab test, medical history and concomitant medication were added. Patient's demographics were added. Event of unable to bear weight due to of swelling and knee aspirated were added with details. Event of terribly swollen knee was updated to terribly swollen knee/swelling and terribly painful knee was updated to terribly painful knee/pain and there outcome were updated to recovered/ resolved. Clinical course updated. Text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 20-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced terribly swollen and painful knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.